Manufacturer narrative:
Inspect returned samples. *analysis and findings (B)(4) distribution history: this complaint unit was manufactured at csi in 1998. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to wear and tear. Corrective actions *correction and/or corrective action the unit was not repairable and returned to the customer 'ai-is'. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. *was the complaint confirmed? Yes.

Event description:
Customer stated "leaking". Repair tech stated: "old style tip damaged, broken insulator and inlet tubes, both triggers broken off". (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Customer stated "leaking". Repair tech stated "old style tip damaged and not repairable, broken insulator and inlet tubes, both triggers broken off" (B)(4). Cryosurgical 900001 e-complaint-(B)(4).